Manufacturer narrative:
The uvsl command module was received at spacelabs¿ equipment service center for repair where the reported problem was verified. The printed circuit board assembly with power supply was replaced. The repaired unit passed all functional tests and was returned to the customer. This report is complete and this particular issue is considered closed.

Event description:
Spacelabs received a report on (B)(6) 2018, that while on a patient, a uvsl command module powered down and was noted by the nurse to be hot to the touch. No injury was reported with this event.